Event description:
It was reported that the sys would not complete boot up. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The sys was rebooted during the service call. The sys was tested and found to be working as intended and put back into service.